Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a patient of unknown age and gender underwent a thoracic endovascular aortic repair (tevar) procedure. As per reported information a zta-pt-38-34-167-w would not track through the iliac due to the fact they were very tortuous. This led the physician to place an oversized check-flo to try and help guide the device through the tortuous anatomy. This was not successful. No further procedure was done as the physician stated there was nothing further that could be done. As per reported information there was no harm to the patient, no further procedures or intervention. According to instruction for use, sent with the device, adequate iliac or femoral access is required to introduce the device into the vasculature. Careful evaluation of vessel size, anatomy, and disease state is required to ensure successful sheath introduction and subsequent withdrawal, as vessels that are significantly calcified, occlusive, tortuous, or thrombus lined may preclude introduction of the endovascular graft and/or increase the risk of embolization. Furthermore, it is stated to not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Review of the device history record gave no indication of the device being produced out of specifications. Based on the reported information the most likely cause is tortuous patient anatomy. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient of unknown age and gender underwent a tvar procedure in which the check-flo extra large introducer, g28999, and the zenith alpha thoracic endovascular graft proximal tapered components, g38180, was used. The alpha would not track through the iliac due to the fact they were very tortuous. In order to help facilitate to track through iliac to place the tvar used the introducer. Dm called support to confirm the alpha would go through the 20fr check-flo and it was confirmed yes it would but would be tight. The physician also used sterile mineral oil as well. Physician attempted to pass the alpha through the check-flo and was extremely, extremely tight. At this point stopped and backed the alpha out of check-flo. In doing so the workable sheath on the alpha was not moving inside the check-flo but the dilator for the alpha was pulling back which caused the alpha graft to engage the fixation barbs through the working sheath & the check-flo. They, the fixation barbs, eventually worked their way through the workable sheath and check-flo and tore the check-flo when removing the alpha. Nothing further procedure wise was done as the physician stated there was nothing further that could be done. Patient outcome: there was no harm to the patient, no further procedures, no intervention.